Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to faulty central processing unit. However, the specific cause of the faulty central processing unit was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera elite ii video system center showed the illumination light becomes pink when the object is brought close to the tip of the scope. There was no procedure or patient involvement as the issue was observed during an inspection by olympus staff. The device was returned to service where evaluation found and e107 error code displayed. This report is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
The device was returned to olympus where evaluation confirmed the malfunction. Additionally, it was found that there was an e107 error, the video connector receiver had fluid, and there was lower chassis deformation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.